Manufacturer narrative:
The investigation has been completed for the reported issue of low pump flow. The product was returned. The root cause of the low pump flow was most likely a kinked cannula that resulted from improper pump positioning. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During support, low flows occurred. As a result, the decision was made to explant the device and replace it with a new impella cp device. There was no reported injury or harm to the patient.